Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, two log files were submitted for review. A review of the log files showed overlapping events spanning approximately 5 hours ((B)(6) 2022 from 08:16:40 ¿ 13:31:38 per timestamp). Backup battery fault alarms, due to a backup battery load test failure, were intermittently active throughout the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The first event of the load test failing was not captured in the submitted log files. Therefore, the values of the unloaded and loaded voltages at that time are not determinable. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information provided on 05jan2022 stated that the exchanged system controller would not be returned to abbott for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc #10006136, rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had continuous internal battery fault alarms. The internal battery was reseated, but the alarm persisted. Technical services reviewed the log files and confirmed the backup battery faults occurred on (B)(6) 2022. It was suggested that the fault was due to the external backup battery (ebb) failing the load test. The patient's system controller was exchanged.